Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, patient demographic details were not provided.

Event description:
The customer gave a vague report of an over infusion event. No patient harm was reported. After the event, the devices were sent to hospital biomed who determined that a programming error occurred, and declined to provide other details or the devices for further investigation.